Manufacturer narrative:
(B)(4). Batch # m55010. Additional information was requested and the following was obtained: on which firing did this occur? They could not fire the device. Please explain what is meant by, it broke down. This is not clear. The device locked out did the closing trigger break? No. Did the firing trigger break? No. Was there a problem with the cartridge? No. If any pieces broke off of the device, did they fall into the patient? No. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection (lar) procedure, the surgeon closed the device and couldn't fire it because it broke down. They opened and used another like device to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.